Manufacturer narrative:
As noted in a literature publication by zeller et al impact of carbon coating on the restenosis rate after stenting of atherosclerotic renal artery stenosis, j endovasc ther. 2005 oct; 12 (5): 605-11; report after a mean follow-up of 22 +/- 5 months, the overall restenosis rate was 5.8% (4/69) for the bare stent. The products were not returned for analysis. No lot numbers were provided; therefore, product history record (phr) reviews could not be generated. The reported ¿stent restenosis¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics may have contributed to the reported event. Restenosis is the recurrence of stenosis, a narrowing of a blood vessel, leading to restricted blood flow. Restenosis usually pertains to an artery or other large blood vessel that has become narrowed, received treatment to clear the blockage and subsequently become renarrowed. This is usually restenosis of an artery, or other blood vessel, or possibly a vessel within an organ. Restenosis is a common adverse event of endovascular procedures. Procedures frequently used to treat the vascular damage from atherosclerosis and related narrowing and renarrowing (restenosis) of blood vessels include vascular surgery, cardiac surgery, and angioplasty. Damage to the blood vessel wall by angioplasty triggers physiological response that can be divided into two stages. The first stage that occurs immediately after tissue trauma, is thrombosis. A blood clot forms at the site of damage and further hinders blood flow. This is accompanied by an inflammatory immune response. The second stage tends to occur 3¿6 months after surgery and is the result of proliferation of cells in the media, a smooth muscle wall in the vessel. This is also known as neointimal hyperplasia. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: restenosis of the stented artery¿. The very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a palmaz stent but the catalog and lot numbers are not available. Zeller, t., rastan, a., kliem, m., schwarzwälder, u., frank, u., bürgelin, k., . . . Neumann, f. (2005). Impact of carbon coating on the restenosis rate after stenting of atherosclerotic renal artery stenosis. Journal of endovascular therapy, 12 (5), 605-611. Doi:10.1583/05-1599mr.1.

Event description:
As noted in a literature publication by zeller et al impact of carbon coating on the restenosis rate after stenting of atherosclerotic renal artery stenosis, j endovasc ther. 2005 oct; 12 (5): 605-11; report after a mean follow-up of 22 +/- 5 months, the overall restenosis rate was 5.8% (4/69) for the bare stent.